Event description:
The customer reported receiving a bottle of wbc lyse reagent that was leaking inside the shipment box, which did not appear to be damaged, but was a little soggy from the outside. Only one bottle was leaking; all others appeared intact. The wbc lyse reagent is used in association with the act 5diff al hematology analyzer. The customer wore a lab coat and gloves when opening the box. There was no exposure to mucous membrane or open skin lesion to the chemical reagent. No one sought medical attention in association with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. Field service was not dispatched for this event. Based upon available information root cause is unknown.